Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) for wound healing issues. Additional information has been requested but has not been made available as of the date of this report.